Event description:
I placed an acuvue oasys for astigmatism (lot#b008d1r076) in my left eye on saturday (B)(6) 2014. About one hour later, the contact spontaneously tore and I had severe pain, blurred vision, tearing, and a runny nose. I spent 2 hours in the (B)(6). The diagnosis was a bad overall corneal abrasion of my left eye. I was given tobradex for therapy. After spending the night with continued rhiorrhea and tearing, I saw an optometrist in the morning. She confirmed the diagnosis and I was also given topical steroids. Five days later, the abrasion is resolving, but my visual acuity has suffered greatly. I shall need a new prescription for my glasses.